Event description:
Pt's father contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, sensor wire appeared shorter than usual. Pt's father believes that a sensor fragment has remained inside pt's skin. At the time of his call to dexcom technical support, pt's father reports that pt appears to be doing fine and that no medical intervention was sought.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.